Event description:
When performing testing as part of an investigation of a different complaint issue, it was noted that two samples from the same patient tested repeatedly reactive using the prism hbcore assay. These same samples tested nonreactive using alternate methods, architect anti-hbc ii, architect anti-hbe, and architect anti-hbc igm. No adverse outcomes were reported due to this issue.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Other (B)(4), device not returned. Retained kit testing met all specifications. Customer returned sample was investigated. During investigation of another complaint issue two customer-provided samples ((B)(6) and (B)(6) tested reactive with architect anti-hbc and axsym core) were tested initial reactive using the abbott prism (B)(6) assay, ln 1a77-48, lot number 71300hn00. Testing of these samples using the abbott architect anti (B)(6) (ln 8l44), abbott architect anti hbe (ln 6c34) and abbott architect anti-hbc igm (ln 6c33) revealed non-reactive results. Both samples were therefore finally disposed as non-reactive, and false-reactive with the abbott prism (B)(6) assay. The test data was reviewed and indicated the master lot listed above was released within manufacturing release specifications. Additionally, the performance of list number 1a77-48, lot number 71300hn00 (and any associated sub lots), was investigated by completing a review of manufacturing and testing records for the associated lot of the abbott prism (B)(6) assay kit. This review did not reveal any events or issues that may have impacted the performance of the above lot number in relation to the complaint issue. A review of complaint reports for list number(s) 1a77 indicated there were no adverse trends. Both customer-provided specimens were tested repeat-reactive using the abbott prism (B)(6) assay, list number 1a77-48, lot number 71300hn00. Together with the results obtained during investigation, the specimens are classified as false-reactive for the abbott prism (B)(6) assay. However, no product deficiency was observed since additional testing of negative population samples, as well as analysis of plasma and serum specificity panel pools revealed results well within the 1a77-48 release specifications. Additionally, no other complaints or data were received which indicate repeat-reactive rates above the product package insert specifications. This is the final report.